Event description:
The dell x50 hand held and software were returned for analysis on 05/04/2015. Product analysis for the returned handheld was completed and approved on (B)(6) 2015. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis for the returned software was completed and approved on (B)(6) 2015. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(6) 2015 that there was a communication fault on a physician¿s hand held. It was reported that the handheld serial port appears loose and will not hold the serial cable adapter in. No patients were affected since they were able to get the device to work to communicate and dose the patient.